Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. The type of damaged observed may have been caused from a deviation of trajectory that would cause an interference between the k-wire and instrument/implant. That interference could then place excessive force on the tip of the k-wire during removal and cause it to fracture. However, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the tip of a k-wire broke off at the distal end and remains in the patient's body.